Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite bronchovideoscope presented with temporary image loss. The display screen disappears when operating the angle. No patient injury or procedure impact was reported.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle was insufficient due to the elongation of the angle wire; the flexible tube of the insertion section was crushed; the rotation mechanism was discolored; wrinkles were observed in the universal cord; discoloration was observed on the light guide cover glass; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image disappearing during angulation operation occurred because the insertion section insertion tube had a dent during the repair inspection, the defect was caused since the built-in video signal cable has been damaged and disconnected due to the dent. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscopic image> (english version) confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section.¿ olympus will continue to monitor field performance for this device.